Event description:
The event is reported as: during a surgical procedure with laser the tube was damaged. The patient's saturation went down so the patient had to be re-intubated. No report of a patient injury.

Manufacturer narrative:
The investigation is incomplete at the time of this report.